Event description:
On 06/20/2008 the pt reported that over the last 1.5 months she has experienced elevated blood glucose readings of over 300 mg/dl after her insulin infusion headset has been in use for about 2 days. She said the infusion site becomes a little sensitive also. She stated she changes her headset and her reading return to her normal range of 60-120 mg/dl and her site is no longer sensitive. The pt stated she is pregnant and is taking more insulin while being pregnant. She said she has changed from a carb ratio of 1 to 15 to a ratio of 1 to 7.5. She stated her current reading is within her normal range. The pt was sent a complimentary guide to infusion site management and courtesy infusion sets. She was advised she may have to change her headset every 2 days during her pregnancy. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.